Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4) - no known consequences or impact to the patient. Torn material. Evaluation: lens work order search. Results: visual inspection of the returned product showed the lens was returned in pieces, there was evidence of a clear surgical residue and there was no visible damage to the cartridge. Conclusion - (unable to confirm): based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The customer reported the +20.0 diopter cc4204a collamer single piece lens tore during insertion. The lens was removed without any patient injury.